Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a dark red rash on back from the lifevest equipment. Patient described the area as burning. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed an allergy cream and benadryl for the skin irritation. Follow up indicated that the skin irritation improved.